Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) regarding an implantable cardioverter defibrillator (ICD) exhibiting beeping tones. The patient was seen in-office for routine device follow up. The patient could not recall the beeping tone pattern, but that they had heard it every morning for the last couple of weeks. Upon review of device settings, it was noted that the device had programmed beeping tones enabled once the battery had reach elective replacement indicator (eri). The hcp noted that battery had recently reached eri. Additionally, it was found there was one spike of a high out of range shock impedance measurement on a non-boston scientific right ventricular (rv) lead, but has since returned to a within range baseline measurement. At this time, the device system remains in-service. No adverse patient effects were reported